Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 6. The care giver (cg) stated that the home patient (hp) needed help clearing the alarms. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extensions were in use. The patient line had not separated from the transfer set. The patient did not initiate therapy prior to connecting. No dummy tummy was in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies. The set was not being reused. The patient did not have any pets that could cause damage to the supplies. There was no damage noted on the over pouch or carton in which the cassette was delivered, and a sharp object was not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) found that the cg forgot to close the spare supply line clamp. The tsr assisted the cg to clear the alarms so that the cg could set up again with new supplies. The tsr referred the cg to his on call registered nurse for further medical instructions. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was determined to be use error - open clamp. The labeling review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.